Event description:
It was reported that starting yesterday, the therapy was suddenly not working correctly. The patient would set it, and therapy would be ¿quiet¿, and then the therapy and stimulation would go ¿crazy¿ if patient moved her arm or foot. The patient¿s next healthcare provider (hcp) appointment was on (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).